Event description:
A zoll distributor returned electrode belt sn (B)(4) belt and reported that the electrode belt failed incoming functionality testing

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable connector was cut off from the trunk cable. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.